Event description:
Information received indicates the head end brake casters will not engage into brake.

Manufacturer narrative:
The technician found the head end brake linkage was broken. The technician replaced the brake linkage to repair the stretcher.